Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks from the right ventricular (rv) lead. A lead integrity alert was triggered. The lead exhibited, high impedance, oversensing, noise, increased short interval counts (sic), non-sustained ventricular tachycardia and contains a possible fracture. The lead was reprogrammed by the physician and subsequently a lead replacement was performed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), indicated the right ventricular (rv) lead integrity alert, and indicated the unexpected delivery of a ventricular tachyarrythmia therapy. (B)(4) recorded in life time. Evidence of oversensing has been noted during ventricular-tachycardia non-sustained (vt-ns) episodes on (B)(6) 2015 rv lead integrity alert warning for increased short interval counts (sic) count and 2 or more vt-ns episodes less than 220 ms on (B)(6) 2015. Unexpected shocks occurred on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.